Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation documents received. Patient is alleging pain, stiffness, discomfort, limited mobility and elevated metal ions.

Event description:
After review of medical records, patient as revised to address left failed total hip arthroplasty, symptomatic metal-on-metal. Operative findings stated moderate metallosis, osteopenic bone, evidence of trunionnosis, and posterosuperior uncontained acetabular defect. Patient alleges right hip pain and elevated metal ions. The femoral component appears to be intact radiographically and in acceptable position. The acetabular component was 50 monoblock. Operative notes stated that aspiration as performed on the hip which reveled serous fluid. Some evidence of metallosis was noted. The femoral head was removed with a tamp while securing the stem. There was evidence of some trunnionosis. The acetabular component was disimpacted with a bone tamp. There was a small amount of bone loss. The acetabular defect was then assessed and found to have an intact medial wall and uncontained superoposterior defect. Fibrinous tissues were curretted and defect was irrigated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Patient code: no code available ((B)(4)) used to capture the surgical intervention and bone disorder.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.